Event description:
The customer reported that the unit unexpectedly shut down while in service.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.